Event description:
On (B)(6)2024, intuitive surgical, inc. (Isi) received medwatch (mw)5162741 stating: "davinci robotic clip appliers would not close within body cavity, displacing the surgical clip within the body."

Manufacturer narrative:
An intuitive surgical, inc. (Isi) product has not been received for failure analysis evaluation. Therefore, the cause of the customer reported failure mode cannot be determined. The d4 fields are for the patient side cart (psc) as no additional instrument information was provided. Event verification and system/instrument log reviews could not be performed due to insufficient information provided.